Event description:
Md placed triple lumen venous catheter in femoral. When md pulled out the guidewire, only half of the wire came out. Pt. Went to interventional radiology to confirm broken wire and have removed.